Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump has alarms incessantly, does not respond to button press and is still under 90-day service warranty. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. This complaint is not related to previous repair order. Visual evaluation of the device found fluid contamination found interconnect printed circuit board (pcb), main pcb, and speaker. Primary problem of device not responding was verified by power on self-test, caused by fluid contamination on main pcb, interconnect pcb and speaker.